Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) displayed a memory fault and could not be interrogated. The patient indicated that he had received a shock on the previous day. The ICD and lead were explanted.